Event description:
It was reported that the device indicated low battery before the warranty period expired and thus had unexpected longevity. The device was explanted and replaced. It was also reported that the right atrial lead had insulation damage and multiple atrial high rate (ahr) episodes were capture due to noise; it was noted a fracture may have been pending. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Concomitant products : 6947 implantable tachy lead, (B)(6) 2008; 5071 implantable pacing lead, (B)(6) 2008. (B)(4).